Event description:
Information received with return of the explanted device notes a sensing anomaly. The patient presented with a paced rate of about 88 ppm with no variance in the rate. After multiple attempts to interrogate, two interrogations resulted in an abrupt rate change to 30 ppm and 56 ppm each time returning to 88 ppm. The patient's underlying rhythm was atrial fibrillation with no ventricular response.